Event description:
It was reported that there was no telemetry while the implantable neurostimulator was in pocket. It connected outside of the pocket but impedance test could not be performed. Lighting and some equipment were moved but interference persisted. A brand new room was used- new lighting and was never used. Additional information reported the implant was continued. The lighting in the room caused the telemetry caused the issue. No patient harm was reported. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0tkpx,, product type: lead. (B)(4).